Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector for two infusion sets. Reportedly, the infusion set was replaced, and insulin was resumed successfully. No further information available.